Event description:
(B)(4). Same case as MDR ID #2134265-2012-03268 and 2134265-2012-03270. It was reported that post coronary stenting treatment procedure, patient death occurred. In (B)(6) 2010, the patient was referred for cardiac catheterization which revealed three target lesions. Target lesion #1 was 80% stenosed and located in the proximal left anterior descending artery (lad). It was 22mm long with a reference vessel diameter of 2.25mm and treated with pre-dilatation and placement of a 2.25mm x 20mm taxus liberte stent. Following post-dilatation, the residual stenosis was 0%. Target lesion #2 was 80% stenosed and located in the mid lad. It was 10mm long with a reference vessel diameter of 2.25mm and treated with pre-dilatation and placement of a 2.25mm x 12 mm taxus liberte stent. Following post-dilatation, the residual stenosis was 0%. Target lesion #3 was 90% stenosed and located in the mid lad. It was 18 mm long with a reference vessel diameter of 2.25mm and treated with pre-dilatation and placement of a 2.25mm x 24 mm taxus liberte stent. Following post-dilatation, the residual stenosis was 0%. The following day, the patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was found unresponsive at home and presented with full arrest to emergency department. Per emergency department physician notes, the patient died due to cardiopulmonary arrest, the same day.

Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).